Event description:
"02/07/2014: tevar was performed and the relay plus devices were implanted (1 debranch, zone 2). Proximal: 28m334200402590u / distal: 28m334145342390u. Bypass surgery on the right and left axillary arteries. Embolization applied with an avp in the left subclavian artery 2019: endoleak (type ia) was observed. Additional tevar was performed (zone 1, bypass surgery on the right axillary artery and the left common carotid artery). The relay plus device (au-4610546 lot#160629200) was implanted on the lesser curvature side, where endoleak was observed. The proximal end of the stent graft was over the ostium of the brachiocephalic artery. In order to ensure blood flow, an e luminexx vascular stent (12mm x 4cm) was positioned in the brachiocephalic artery as planned. The physician attempted to fix the stent graft properly by kissing balloon technique, but dsa (digital signature algorithm) confirmed endoleak yet. Another e luminexx vascular stent (12mm x 6cm) was added in the brachiocephalic artery and then the second relay plus device (au-4610546 lot#161017044) was implanted as well (zone 0). Kissing balloon technique was successful this time and dsa confirmed no more endoleak."

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR 2247858-2019-00026. Device 2 is being reported under MDR 2247858-2019-00027.

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR 2247858-2019-00026. Device 2 is being reported under MDR 2247858-2019-00027.

Event description:
(B)(6) 2014: tevar was performed and the relay plus devices were implanted (1 debranch, zone 2). Proximal: 28m334200402590u / distal: 28m334145342390u. Bypass surgery on the right and left axillary arteries. Embolization applied with an avp in the left subclavian artery 2019: endoleak (type ia) was observed. Additional tevar was performed (zone 1, bypass surgery on the right axillary artery and the left common carotid artery). The relay plus device ((B)(4), lot#160629200) was implanted on the lesser curvature side, where endoleak was observed. The proximal end of the stent graft was over the ostium of the brachiocephalic artery. In order to ensure blood flow, an eluminexx vascular stent (12mm x 4cm) was positioned in the brachiocephalic artery as planned. The physician attempted to fix the stent graft properly by kissing balloon technique, but dsa (digital signature algorithm) confirmed endoleak yet. Another e luminexx vascular stent (12mm x 6cm) was added in the brachiocephalic artery and then the second relay plus device ((B)(4), lot#161017044) was implanted as well (zone 0). Kissing balloon technique was successful this time and dsa confirmed no more endoleak."